Manufacturer narrative:
Investigation results: no batch number was provided by the customer. The returned file was inspected by the materials science engineer. He noted that there are no internal defects that would blame the file material. He noted the break is from torsion starting on the surface and propagating from there. Based on the evaluation of the returned material the most likely root cause is that the user is using the files too many times or applying excessive force or selecting the wrong size.

Event description:
Assistant at the office said that the doctor performed a root canal procedure on a male patient either (B)(6) or (B)(6)years old. While the doctor was performing the root canal, the tip of the file broke, but it was not able to be retrieved, and the piece that broke was left in the patient's canal. The patient did not report any discomfort.